Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they experienced high blood glucose and insulin pump had motor error. The customer¿s blood glucose level was 516 mg/dl, 431 mg/dl. The customer was treated with the insulin pump. The customer reported that they had received the no delivery alarm. Customer stated that the cannula was bent. Customer was able to successfully clear the motor error alarm. Customer was able to complete insulin pump rewind. They had performed displacement test and the test was passed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the drive support cap was appeared normal. The troubleshoot was performed for high blood glucose and no delivery alarm, bent cannula and motor error. The insulin pump will not be returned for analysis.